Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("permanent heavy fatigue"), back pain ("very strong backache, she could not walk for more than 50m and had to sit"), abdominal distension ("lower abdominal swelling") and headache ("headaches"). The patient was treated with surgery (essure was to be removed with total hysterectomy on (B)(6) 2018.). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, fatigue, back pain, abdominal distension and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, fatigue and headache with essure. Diagnostic results: unspecified date: blood work: normal results. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain lower ¿ analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("permanent heavy fatigue"), back pain ("very strong backache, she could not walk for more than 50 m and had to sit"), abdominal distension ("lower abdominal swelling") and headache ("headaches"). The patient was treated with surgery (essure was to be removed with total hysterectomy on (B)(6) 2018.). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, fatigue, back pain, abdominal distension and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, fatigue and headache with essure. Diagnostic results: unspecified date: blood work: normal results. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-dec-2017 for the following meddra preferred term: abdominal pain lower ¿ analysis in the global safety database revealed 590 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.